Manufacturer narrative:
Voluntary event report was received. Mw5180585.

Event description:
Voluntary medwatch received states that the lead was capped due to a product performance issue. The lead is no longer in service.